Event description:
The nurse reported the vitrectomy probe would not cut, aspiration was fine. The probe was switched out to complete the case. The nurse stated the event occurred during set up. No pt injury was reported.

Manufacturer narrative:
The customer will send the sample for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).